Event description:
A copy of the medwatch report from FDA was received, which states, "hospitalized patient was receiving hydromorphone via pca using an alaris pca pump. At 2330 patient was found with the hydromorphone pca syringe in her hand still connected to her IV/ pca tubing and a key was found in her possession that had the same key number as the alaris pca pump key number printed on it was j236. The patient stated conflicting information about how the key came into her possession and attempted to deny knowledge of the key being a pca key. However, there is no way the hydromorphone syringe could have been removed from the locked pca pump with a key. Upon discovery the patient's key was removed from her possession and the pca syringe and pump were discontinued. Patient appeared more tired/confused but had no adverse effect to vital signs mental status. Comparing the key the patient had in her possession with the hospital's pca keys provided by the pump manufacturer bd alaris with the pca pumps, the patient's key does not appear ¿official". The alaris provided key has a purple plastic cover that stated, "do not duplicate" and "j236" is etched into the metal of the key. The patient's own key has "j236" stamped or printed onto it (not etched or engraved into the metal), no cover, and no wording indicating not to copy the key. A google search for "pca key", "alaris pca key", and "j236" showed that these keys are available for purchase online including amazon. All alaris pca pumps utilize the same key so someone in possession of a key can use it on any alaris pca pump at any facility, anywhere in the world. The key allows access to the syringe, syringe can be removed, and the pump settings to be programmed. This is a known safety gap and has been published in national/international safety publications such as ismp (institute for safe medication practices). The manufacturer bd alaris is aware and has not done anything ever about this risk. The locking mechanism has never been changed to better secure the pumps". There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the key tampering issue on the pca was confirmed by testing. The log review showed that the door was opened at the reported time; however, we have not determined if it was an unauthorized user or hospital staff. The results of laboratory tests indicated that the key provided by the customer is a third-party key and it has the specifications to open the pca module lock. The external and internal inspection into the suspect pca module and pcu found no evidence directly linking the devices to the reported event. The suspect pca module and concomitant pcu supplied are operating within specifications. The suspect pca module (s/n: (B)(6) and concomitant pcu (s/n: (B)(6) logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as 02jan2025 at 11:30 pm. The customer reports that the security breach to the pca lock occurred at 11:30 pm, and the unit was performing a hydromorphone infusion. The next list shows the last infusions and activity on (B)(6) 2025. At 7:38 pm the pcu was powered on and attached pca module (s/n: (B)(6) label a and etco2 module (s/n: (B)(6) label b. At 10:25 the pca module (s/n: (B)(6) programming infusion mode pca and continuous; drug = hydromorphone; volume on syringe = 34.9548 ml with rate = 150 ml/h and vtbi = 0.4 ml, duration of the infusion was 10 seconds (pvi = 65.4104 ml, accumulated total from previous infusions). At 11:04 the pca module (s/n: (B)(6) supplied an infusion; pvi = 68.7439 ml; volume on syringe = 34.5548 ml with rate =150 ml/h and vtbi = 0.4 ml, duration of the infusion was 10 seconds. At 11:16 pm and 11:22 pm the pca module (s/n: (B)(6) opened door and check syringe (pvi = 69.1439 ml). At 10:38 the pca module (s/n: (B)(6) programming infusion mode pca only dose; drug = hydromorphone; volume on syringe = 24.9093 ml with rate = 150 ml/h and vtbi = 0.4 ml, duration of the infusion was thirty seconds (pvi = 69.5439 ml). At 11:53 etco2 (s/n: (B)(6) and pca module (s/n: (B)(6) removed; tvi = 69.5439 ml and power off. Bd recommends do not use third-party parts. Pca keys not supplied by bd alaris may cause damage to the mechanism security lock and compromise the safety of the medication. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Notes to repair center: suspect pca module s/n (B)(6) (w/o: (B)(4). Please calibrate the pca module and adjust the screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n (B)(6) (w/o: (B)(4). Please put a seal on the pcu. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report key tampering issue was attributed to unauthorized access of a pca module key from a secure facility location.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "hospitalized patient was receiving hydromorphone via pca using an alaris pca pump. At 2330 patient was found with the hydromorphone pca syringe in her hand still connected to her IV/ pca tubing and a key was found in her possession that had the same key number as the alaris pca pump key - key number printed on it was j236. The patient stated conflicting information about how the key came into her possession and attempted to deny knowledge of the key being a pca key. However, there is no way the hydromorphone syringe could have been removed from the locked pca pump with a key. Upon discovery the patient's key was removed from her possession and the pca syringe and pump were discontinued. Patient appeared more tired/confused but had no adverse effect to vital signs mental status. Comparing the key the patient had in her possession with the hospital's pca keys provided by the pump manufacturer bd alaris with the pca pumps, the patient's key does not appear ¿official". The alaris provided key has a purple plastic cover that stated, "do not duplicate" and "j236" is etched into the metal of the key. The patient's own key has "j236" stamped or printed onto it (not etched or engraved into the metal), no cover, and no wording indicating not to copy the key. A google search for "pca key", "alaris pca key", and "j236" showed that these keys are available for purchase online including amazon. All alaris pca pumps utilize the same key so someone in possession of a key can use it on any alaris pca pump at any facility, anywhere in the world. The key allows access to the syringe, syringe can be removed, and the pump settings to be programmed. This is a known safety gap and has been published in national/international safety publications such as ismp (institute for safe medication practices). The manufacturer bd alaris is aware and has not done anything ever about this risk. The locking mechanism has never been changed to better secure the pumps". There was patient involvement but no harm.